Event description:
It was reported that the twist lock of an lpc fen doesn't work properly after 3-4 days. It was reported "it gets loose". It was reported "the pt required medical intervention due to the twist lock and it was necessary to re intubate the pt." It was reported that the package of 6 lpc was thrown away. One lot number was available.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.